Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer ran into a machine while the pump was in the customer's pocket and the touch screen became shattered. Customer is unable to see and unlock the touch screen due to the shattered touch screen. Customer's blood glucose was 180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.